Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7082789/7082903.

Event description:
It was reported that the patient had an infection around the ipg site. Symptoms of abscess, back pain, fever, body aches and fluid discharges were noted. The physician does not believe that the infection was device or procedure related and cause was unknown. The patient was given antibiotics. The patient underwent a system explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.